Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # m53y1k. Conclusion code: intra-operative photos were received. Based on the photographic evidence, the event description that there was a cartridge loaded with two sleds and one loaded with no sled can be confirmed. Device and cartridge analysis of the subject gst60g¿s may provide the evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, while trying to load one reload, we realized the sled was missing. After the another reload was loaded, we noticed staples sticking up at the very proximal end of the reload. We removed the load and noticed it had two sleds. Case completed with new reloads from a different lot and used without issue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). One cartridge has 2 sleds, one in front of the other on the home position. The other cartridge has no sled. A study was done at the plant which resulted in this failure mode being impossible to pass through the inspection checks see attached study for further detail. No damage is present on the cartridges. It is concluded that when the user tried to install the 1st cartridge, the sled fell onto the channel so when the second cartridge was loaded, the sled on the channel pushed the first sled forward and entered the 2nd cartridge with a sled into the channel, I am able to recreate the failure.